Manufacturer narrative:
(B)(4). Device manufacture date: july 2013. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown system error alarm. The patient was connected at the time of the alarm. This occurred during dwell one of three of peritoneal dialysis therapy. The technical services representative (tsr) assisted the patient in reprogramming their device. The patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.